Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is 1 of 4 complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history records) and lot history could not be reviewed. The customer did not return a sample for evaluation. Therefore, the customer's complaint of the infusion line becoming disengaged from the trocar could not be replicated. A sample was not returned for this complaint; a root cause could not be identified. An action has been opened to determine potential causes and implement appropriate corrective action for complaints of this similar nature. To date, the infusion cannula was modified to reduce dimensional variability, which can impact functionality of the mating parts. Additionally, surgical research and development will continue to evaluate further enhancements to the design of the engagement feature for this device. (B)(4).

Event description:
A nurse reported that multiple doctors at the facility have reported the infusion line becoming disengaged from the trocar on multiple occasions. There was no patient harm reported. This is the second of four reports being filed for this facility.